Manufacturer narrative:
H6: component code: mechanical (g04): head. Medical records for the initial surgery were provided, however medical records were not provided for the revision. Visual examination of the returned product identified scratches to the outer spherical surface and flat around the taper hole. Taper hole shows no dark debris or visual damage present. The additional information received did not change the final conclusions of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown stem, unknown liner, unknown cup. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-00538. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that the patient was revised due to elevated metal ion levels & cobalt encephalopathy approximately 4 years post implantation. It was also reported that visual inspection of the explanted head indicated little to no corrosion, fretting, or wear was found. Attempts have been made and additional information on the reported event is unavailable.